Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Additional patient code: (B)(4) - surgical intervention additional narrative: it was reported that patient underwent mesh removal on (B)(4) 2012 due to recurrent hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA:(B)(4) 2018. It was reported that the patient underwent a hernia repair surgery on (B)(4) 2011 and physiomesh 2x and sorbafix were implanted. It was reported that patient underwent mesh removal on (B)(4) 2012 and mesh ventralight was implanted. No additional information provided.